Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump had cracked case at the display window corners, battery tube threads, broken reservoir tube lip, minor scratched display window.

Event description:
It was reported the insulin pump had alarmed button error. Customer's father wasn't sure if anything happen to the device. Customer's blood glucose is unknown. Customer's father agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.